Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the implantable pulse generator (ipg) had data on the histograms before the device was implanted. The time and date on the device are correct. This could be seen without initializing data at implant, so data prior to implant date would be false. The device remains in use. No patient complications have been reported as a result of this event.